Event description:
Reported false positive sars result for 1 patient during an assay validation. The customer communicated that the patient sample had been deemed negative with another molecular (pcr) method. The results were not reported.

Manufacturer narrative:
Investigation conclusion: data review confirms presence of positive result for sample in question. Sample subsequently sent to quidel for investigation. Testing was performed with solana sars and lyra sars (extracted) and produced negative results. Unable to duplicate customer results. Root cause: could not duplicate with patient sample. Could not duplicate with retains. Unable to determine. Source: phone and email.